Event description:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), nervous system disorder ("nervous system"), alopecia ("hair loss"), eczema ("eczema"), fatigue ("extreme fatigue"), arthralgia ("joint pain"), disturbance in attention ("concentration problems"), headache ("headaches"), insomnia ("insomnia"), musculoskeletal pain ("muscle and joint pain"), tendonitis ("tendinitis"), loss of libido ("loss of libido"), enterocolitis fungal ("intestinal mycoses"), vulvovaginal mycotic infection ("vaginal "), tooth disorder ("teeth"), dry skin ("dermatology"), eye disorder ("ophthalmolog"), respiratory disorder ("respiratory tract"), musculoskeletal disorder ("musculoskeletal disorder") and endocrine disorder ("endocrinological disorder") and underwent otorhinolaryngological surgery ("otorhinolaryngology") and gynaecological disorder prophylaxis ("gynaecological disorders"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nervous system disorder, alopecia, eczema, fatigue, arthralgia, disturbance in attention, headache, insomnia, musculoskeletal pain, tendonitis, loss of libido, heavy menstrual bleeding, enterocolitis fungal, vulvovaginal mycotic infection, otorhinolaryngological surgery, tooth disorder, dry skin, eye disorder, respiratory disorder, musculoskeletal disorder, endocrine disorder or gynaecological disorder prophylaxis. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case describes the occurrence of heavy menstrual bleeding ("haemorrhagic periods") in a 48 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion intervention required), headache ("headaches"), nervous system disorder ("symptoms affecting the nervous system"), alopecia ("hair loss"), eczema ("eczema"), fatigue ("extreme fatigue"), disturbance in attention ("concentration problems"), insomnia ("insomnia"), musculoskeletal pain ("muscle and joint pain"), musculoskeletal disorder ("musculoskeletal disorder"), tendonitis ("tendinitis"), loss of libido ("loss of libido"), enterocolitis fungal ("intestinal mycoses"), vulvovaginal mycotic infection ("vaginal mycoses"), ear, nose and throat disorder ("otorhinolaryngology symptoms"), tooth disorder ("teeth"), skin disorder ("dermatology symptoms"), eye disorder ("ophthalmology symptoms"), respiratory disorder ("respiratory tract symptoms"), endocrine disorder ("endocrinological disorder") and female reproductive tract disorder ("gynaecological disorders"). The patient was treated with surgery (salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to nervous system disorder, alopecia, eczema, fatigue, disturbance in attention, headache, insomnia, musculoskeletal pain, tendonitis, loss of libido, heavy menstrual bleeding, enterocolitis fungal, vulvovaginal mycotic infection, ear, nose and throat disorder, tooth disorder, skin disorder, eye disorder, respiratory disorder, musculoskeletal disorder, endocrine disorder or female reproductive tract disorder. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.